Manufacturer narrative:
Upon device return, analysis found the pump battery had high resistance.

Manufacturer narrative:
Evaluation conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving at morphine 0.6mg/ml (0.16mg/day) and clonidine 1166mcg/ml (311.7mcg/day) via an implantable pump for pain. On (B)(6) 2015, the patient arrived at the emergency in a "withdrawal state" and pain on a scale of 10/10. When asked what led to the event, the reporter stated, "the last bolus attempt took place on (B)(6) 2015 at 6:23p.m" and "screen message: pump safety status". Interventions and actions taken were reported as; "received from 4am to 40mg of morphine and 60mcg of clonidine intravenous on (B)(6) 2015", "pump interrogated at 8:30am on (B)(6) 2015", "all coordinates were kept except the daily dose and pca(undefined acronym) programming", "pump rescheduled for the daily dose and pca" and "the patient was able to bolus 9:31". At this time, the issue was reported as resolved. Pump logs were received via the initial report source. Pump logs indicated a reset occurred on (B)(6) 2015 at18:23, a reset occurred - low battery occurred on (B)(6) 2015 at 18:23 and a pump in safe state occurred on (B)(6) 2015 at 18:23. On (B)(6) 2015 at 08:30, the event status was cleared and another pump in safe state message occurred at this time. The initial report source stated an explant was planned for approximately (B)(6) 2015. Additional information received from the rep reported the pump had not been explanted as planned. The explant "should happen this week", but a date was not provided. The patient was doing well and had returned home as of (B)(6) 2015. Additional information has been requested regarding the explant and outcome of the event, but it was not available at the time of this report.